Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient ages range from unknown to 84 years. There were 3 female patients and 4 unknown gender.

Manufacturer narrative:
Two samples were returned. Three samples were not returned. Two samples were dvd/photo only. There were two cases with a method code of analysis of data provided by user/third party (4112), device not returned (4114), analysis of production records (3331), a results code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of device not returned (4114), testing of actual/suspected device (10), analysis of production records (3331), a results code of no findings available (3221), operational problem identified (114), and a conclusion code of cause traced to user (19), cause not established (4315). There was one case with a method code of device not returned (4114), testing of actual/suspected device (10), analysis of production records (3331), a results code of no findings available (3221), operational problem identified (114), and a conclusion code of cause not established (4315). There were three cases with a method code of device not returned (4114), analysis of production records (3331), a results code of no findings available (3221), and a conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).